Event description:
Implanted (B)(6) 2011 soon after capsular contracture of right breast, right breast capsulectomy and redone (B)(6) 2012. Soon after developed ovarian cyst which I had emergency surgery, causes me to lose my right ovary. Endometriosis was also developed. Panic attacks landing me in hospital multiple times, EKG and blood work showing all is fine. Worsening depression. Unexplained body rashes, extreme fatigue, bacterial vaginosis muscles decreased making it impossible to work out. Joint swelling and joint pain, especially knees and fingers. Extremely cold extremities, enlarged lymph node left armpit, mammogram (B)(6) 2018 and sonogram 2018, tested numerous times for thyroid, lymes, hashimoto¿s, sjogren¿s disease, blood work always showing all is fine. Explanted (B)(6) 2019, rashes gone, muscle gains, bacterial vaginosis gone, energy is high, anxiety attacks: none since explant, toe nail fungus gone two days post op (had for 7 years). Left breast ruptured, right breast heavily calcified, and stage three capsular contracture.